Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized for diabetic ketoacidosis. The patient had hyperglycemia symptoms of blurry vision, nausea, increased thirst, frequent urination, vomiting, and a headache. The blood glucose result was 220 mg/dl on his aviva combo meter around 7:30 a.m. The patient then disconnected his infusion device as he did not wish to receive additional insulin if he was unable to keep food down. The patient drove himself to the hospital around 8:30 a.m. The blood glucose result was 290 mg/dl on the hospital's meter upon admittance. The patient was treated with insulin via IV and his blood glucose result was 430 mg/dl at an unknown time. The patient was released from the hospital around 5:00 p.m. On (B)(6) 2019.